Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). PMA/510(k) number: k013227.

Event description:
It was reported that the implant at tooth site #18 was removed because the cover screw could not be removed. Doctor first attempt to remove the cover screw was the (B)(6) 2020, then again the (B)(6) 2020 at the second try doctor removed the implant. Additional appointment required: yes, to place a new implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One impl tapered scr-v sbm 4. 7mm 4.5mm 11.5mm (tsvwb11) was returned for investigation. Visual evaluation of the as returned product identified signs of use along with heavy scratches on the cover screw that is stuck. Bone pieces present on the threads of the implant. Functional testing was performed. The cover screw was stuck in the implant and could not be disengaged. Device history record (DHR) review for the lot (63214484) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review by lot number (63214484) was performed for similar events and no complaint about nonconforming products was identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.